Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) dislodged multiple times and the tines on the device would not fully engage during tug testing / deployment. The ipg was attempted / not used and replaced. No patient complications have been reported as a result of this event.